Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a power supply failure, the device displays a red x and makes a chirp. There was no report of patient involvement.